Manufacturer narrative:
An analysis of the returned device is underway. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
A report was received from an (B)(6) that a "black dot that looked like a stone" on a patient's left contact lens was removed by the (B)(6) performing several cleanings. Follow up information received from the patient indicated she tried to wear the lens after the cleaning but the lens was uncomfortable. She began re-use of her previous durasoft 2 colorblends lenses. It is not known if the reported lot information pertains to the lens worn at the time of the event or the lens that had the "black dot". On (B)(6) 2010, the patient saw a "white scar" on her left eye and sought medical care. A bacterial corneal ulcer was diagnosed due to misuse of the contact lens. She was advised to stop wearing lenses and begin use of antibiotic (vigamox) drops, 1 drop every 12 hrs x 5 days, left eye. Follow up on day 3 indicated excellent improvement & to continue drops x 7 days. Follow up on day 7 event resolved without corneal scarring. Lens wear has resumed in a different brand of lenses and patient uses a lubricating eye drop every 4 hours. No further information has been provided.